Event description:
The patient reported the surgeon turned the stim off until the surgery can be redone.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va32l5h implanted: (B)(6) 2025: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va32l5h serial# implanted: (B)(6) 2025. Explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the cause of the painful stimulation on the patient's coccyx was determined. The hcp stated that the most likely cause of the event was due to the leads moved. When asked about the steps taken to resolve the issue, the hcp stated that they had obtained x-ray to make sure the leads were in place. The hcp stated that the issue was not yet resolved. The hcp stated that the cause of the stimulation being too strong was determined. The hcp stated that the most likely cause of the event was due to the leads moved. When asked about the steps taken to resolve the issue, the hcp stated that the device surgery need to be redone. The issue was not yet resolved. When asked about the hcp to provide the steps taken to resolve the lead slipping issue, the hcp stated that the new lead will be placed. The issue was not yet resolved. The device removal or device replacement was not planned yet.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# serial#(B)(6) implanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va32l5h, implanted: (B)(6) 2025. Product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 27-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that feel a pressure pain in their coccyx, patient mentioned that they informed that to the healthcare provider (hcp) the day of the procedure, current stimulation was at 2.0. Patient said they have a high pain tolerance and they can tolerate it, it's like a dull pain. Patient described pain as if somebody was pushing on a spot on your spine, where it was tender or you've had an injury. Agent reviewed with the patient that they can try to increase the stimulation or decrease the stimulation until their body can get used to the stimulation. Patient mentioned that they already contacted their hcp and they advised them to increase the strength on the therapy to get some relieve of the symptoms. The patient was redirected to their hcp to further address the issue. Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have been in pain ever since the implant was put in. Patient stated they kept telling the manufacturer representative (rep) and to the hcp, it was painful. Patient said they were sent home and they never even noticed they had the device other than when the stimulator would kick in it gave them a dull, almost aching pain but it was strong. Patient turned it up from 2 to 4 and the only difference they noticed was it kicked them in the rear end a little harder and their pain was not anywhere near the perineum, it was up on their back at the sacral area. Patient went to the hcp yesterday and had a back x ray and the doctor said the lead slipped and they didn't think they had it down there far enough to begin with so they will have to red o the surgery and it's going to cost the patient more money. Patient mentioned they told them when they were in surgery where the pain was and it was not even close to the perineum area.